Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformities noted in the DHR related to the reported event. Review of service history indicated the batteries were due to be replaced. The customer elected to replace the batteries themselves following the event. We are following up with the customer for additional information. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient during an in-house transport from the catheter lab to the ICU, the battery of the iabp died even though the iabp was plugged in prior to the transport. The transport was completed and the iabp was plugged into the power outlet. Therapy was continued on the same iabp. No patient injury was reported.